Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe luer tip was defective. The following information was provided by the initial reporter: "I¿m writing to report a faulty 50ml syringe which looks as though there has been a manufacturing error. The central lumen of the luer lock portion looks to have not been formed properly or has possibly melted."

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe luer tip was defective. The following information was provided by the initial reporter: "I¿m writing to report a faulty 50ml syringe which looks as though there has been a manufacturing error. The central lumen of the luer lock portion looks to have not been formed properly or has possibly melted."

Manufacturer narrative:
Investigation summary one photo was provided to our quality team for investigation. Upon visual inspection, the tip is observed to be deformed, no defect was noted within the syringe luer. A device history review was performed for lot 2202079 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Molding parameters were reviewed for lot 2202079 and machines were verified to be operating within required limits. While we could not identify a direct issue, the damaged observed likely occurred during the molding process when the piece was ejected from the mold, causing the tip to become deformed.